Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a self-check on an ak 96 machine, a fluid leak was observed. There was no patient involvement.

Manufacturer narrative:
Additional information: h3, h6, h10. The device was evaluated on site by a hospital technician. Inspection found that a connector (unspecified) was broken which led to the fluid leakage. The reported condition was verified. The component was replaced, and the device was returned back to service with no issues noted. The reported condition was verified. The cause of the break could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.